Event description:
The physician put the inner cannula back in with dilator "ur." He was using a roadrunner wire. The marker fell off into the bile duct. They thought possibly the wire knocked it off.